Event description:
It was reported that the patient's head slipped while the physician was drilling a burr hole during a craniotomy with grid placement. The patient incurred a one inch laceration on the forehead. It was treated with dermabond. The surgery was delayed for one hour. Additional information received on 01sep2016 with the following: the patient had been pinned as usual by the physician. He verified that all was correct. During the procedure the single pin side (the one that is manually tightened) came loose and the patient 's head slipped out of pin holder. Additional information was requested and the following was provided on 14sep2016 by the customer: on (B)(6) 2016, a female with an underlying medical condition of seizures was positioned supine for the procedure. No repositioning was done after the initial position was set. Stryker navigation was utilized for this procedure, requiring the use of the skull clamp. Integra disposable skull pins (a2020, lot number: w1604062) were used. The skull pins are not available to be returned for evaluation since there were thrown out. The patient was draped and the procedure had begun. The physician noted a shift of the patient's head as he was preparing to utilize the drill. On average 35 to 40 pounds of pressure was applied to the skull clamp. After the product problem occurred, the clamp was removed, laceration was addressed, and the patient was placed on a gel donut for the remainder of the case. The reason for the 1 hour delay in surgery was due to the physician needing to do an initial closure of the patient's incision and laceration needed to be addressed. The patient needed to be re-prepped as well as a new sterile set up. The patient tolerated the procedure with no complications

Manufacturer narrative:
Integra completed its internal investigation 09/26/2016. The investigation included: method: -device history review, -trend analysis, -evaluation of product. Results: the device history record for the unit(s) listed in this complaint under (B)(4) on 03/25/11 showed no abnormalities related to reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. Service history: date of service: 7/30/2014. Reason for repair: misuse. No manufacturing or design related trend has been identified. The returned unit has passed all specific functional testing requirements, repair cannot duplicate clamp coming loose, when unit is properly positioned and put under pressure unit will function properly. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2011 and last serviced in 2014. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.